Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid [7.5 mg/ml] at a dose of 3.87 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the patient experienced increased pain with the event date (B)(6) 2017. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. It was related that the hcp stated that they were unable to draw back cerebrospinal fluid (csf) with the catheter access port (cap) as diagnostics/troubleshooting performed. Surgical intervention occurred as a catheter revision was scheduled and completed on (B)(6) 2017 after the hcp was unable to draw back from the cap. It was noted that they received free flow after connecting back to the pump when the catheter revision was completed. It was indicated that the completely explanted catheter would not be returned as it was discarded. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report of the increased pain and catheter revision). No further complications were reported or anticipated.